Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. A receiver download was performed and passed. Functional testing was performed and passed. An audio and vibration test were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported than an intermittent audio output occurred. The patient reported intermittent audio output causing no alarms when his glucose levels go out of range. The patient stated on (B)(6) 2019 he passed out and the dexcom receiver did not alarm for his glucose levels going out of range. His wife called for an ambulance and was rushed to the hospital with a blood glucose value of 644 mg/dl. The patient was discharged from the emergency room after 8 hours and could not remember what treatment was provided by the paramedics or the ER. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.